Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. They were unable to verify an excessive no delivery alarm due to a motor error alarm. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he is getting no delivery alarms on the insulin pump again. Customer stated that this issue happened in october. Customer stated that he does not have a back-up plan. Customer has not treated. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Customer stated that the insulin did exit. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.